Manufacturer narrative:
The bed was inspected by the arjo technician who was not able to duplicate the claimed issue. It was only found that the electrical functions did not work because the device was not connected to the power source. The backup battery was discharged from not being charged. According to the citadel plus instruction for use ((B)(4) .en), ¿the backup battery allows operation of the bed for short periods when it is unplugged from the electricity supply or in emergency situations when the electricity supply is not available.¿ the battery¿s charge level is indicated by warning tone sounds and battery indicator led lights. If the battery is less than 10% charged, all functions are locked and the bed needs to be plugged in. Sum up, no device failure that could contribute to the reported movement was found. Based on the above findings, it was not possible to determine the exact cause of the reported unintended movement. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. The arjo device was not meeting its specification as allegedly the bed lowered without any buttons being pushed. The citadel plus bed was not used for the patient treatment at time of the event. The complaint was decided to be reportable due to the allegation of the unintended bed movement even no serious injury occurred.

Event description:
The customer staff contacted arjo and informed about a malfunction of a citadel plus bed frame. Allegedly, the electrical bed functions did not work and the bed lowered without any buttons being pushed. No patient was involved at that time. No injury was claimed.

Event description:
The customer staff contacted arjo and informed about a malfunction of a citadel plus bed frame. Allegedly, the electrical bed functions did not work and the bed lowered without any buttons being pushed. No patient was involved at that time. No injury was claimed. The bed was inspected by the arjo technician who found that the device was not connected to the power source. The battery was discharged from not being charged. No other issues were found. All bed functions worked correctly, the claimed unintended movement was not duplicated.

Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.